Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: please clarify "difficulty to staple", the staples were not formed properly please clarify "procedure modification" and "an exposure of the patient to serious complications", how was the procedure modified? Gastric resection. Procedure extended from 1 hour. Is the current patient status known? Unk. Risk of the release of gastric suture (gastric fistula). Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Surgical revision on 25 august for peritonitis, with risk of death: re-stapling of the stomach and drainage. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What anatomical structure was device fired on? What color cartridge was used? How was the leak identified? How long after initial procedure? Were other stapling devices used? What is the current patient status?

Event description:
It was reported that there was difficulty to staple leading to a procedure modification and extension time and an exposure of the patient to serious complications.